Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 05/26/2015. The strip lot #d150507-1 was manufactured on 05/07/2015 and expired in 05/2017. Ok biotech received no other complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
Our importer, (B)(4) received a call on 08/11/2016 reporting a medical attention that occured on (B)(6) 2016 between 1-2pm. Patient ((B)(6)) called in stating that his meter was giving a high reading. As was having symptoms of tiredness and frequent urination. The reading on the prodigy meter at the time of the event was around 500+mg/dl. As walked to the nearest health care facility which was about 15 minutes away. (B)(6) blood glucose reading upon arrival at the health care facility was 322mg/dl. As did not receive any treatment while at the health care facility. (B)(6) total stay at the facility was 15 minutes. (B)(4) is following up with patient to send replacement and return of suspect system and any other information that may be missing regarding end user's address.